Event description:
Boston scientific received information that the latitude system detected a red alert from this right ventricular (rv) lead due to high pacing and shocking impedance measurements. An elective procedure was performed to replace the associated device. Lead diagnostics confirmed pacing impedance measurements of approximately 1100 ohms with good sensing and threshold measurements. The boston scientific representative stated the pacing impedance measurements have always been around that range and there was nothing unusual noted during the procedure. The caller did not provide any details in regards to the shock impedance measurements. The lead remains actively implanted. No adverse patient effects were reported.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.